Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, low battery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 410 mg/dl. Customer treated their high blood glucose via manual shot. Troubleshooting for the no delivery alarm was performed. Customer advised the alarm was a recurring issue and remained unresolved. Customer advised the battery was broken and they were unable to further troubleshoot. Customer was advised that a replacement battery cap would be sent out and to call back to complete the troubleshooting process.